Event description:
A user facility reported a burn due to uneven coverage during a fraxel dual treatment. Multiple attempts have been made to collect more information; however, the customer has not responded.

Manufacturer narrative:
Field service evaluated the device and no problem was found. The system delivered laser output power within specification. According to fraxel dual 1550/1927 laser system user manual, burns and blisters are known possible complication after fraxel treatment. Blistering or burns may develop over the treated areas. No non-conformities or anomalies found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, burns and blisters are known possible complication after fraxel treatment. No corrective action is necessary.